Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date. Manufacture date. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-04425/04426 & 2014-02687)

Event description:
It was reported a patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date. Subsequently, patient underwent a revision on (B)(6) 2005 due to infection. All components were removed and replaced with cement spacers. It was further reported patient was revised on (B)(6) 2006 due to dislocation. The acetabular component and modular head were removed and replaced.